Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient reported that therapy was on. Patient reported that charging device, resolved issue of therapy being "off". It was reported that issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a wireless recharger. The caller reported difficulty charging the implanted neurostimulator for the last few days. The patient is not able to move, not thinking, and not knowing what to do with himself. Patient got service code 580, and also got 4100 recharging stopped. The following troubleshooting steps were performed: dismissed code, closed out of all running applications, confirmed communicator is off while using the recharging application. Try recharging again. Caller was able to successfully connect to the implant and start a recharging session. Patient is at 75% charge and therapy is on. Patient will maintain stimulation level and will continue to track symptoms. Patient rep was concerned that the therapy was off because that happened once before. Caller wanted to know what the settings were at. Explained you can check while recharging. Patient rep may call back when done charging to check settings.